Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for evaluation. The point of separation on the peel away appeared rough and jagged indicating undue force caused the breakage. The breakage was also uneven and contained rippling. Remnants of the sheath body remained adhered to the tab. The portion of sheath body in the separated tab was fully molded into the tab channel. Based on the two sheath body halves, the sheath had started to peel along the score line as expected. The length of the sheath halves both measured 2.78" which is within the specification of 2.625-2.875" per product drawing. A manual tug test confirmed the returned sheath tab was fully secured to the sheath body. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user on proper technique for use of the peel-away sheath. It instructs the user to "grasp tabs of peel-away sheath and pull apart, away from catheter , until sheath splits down entire length." It also cautions the user, "do not withdraw dilator until sheath is within vessel to minimize the risk of damage to sheath tip." The customer report of a separated sheath tab was confirmed by complaint investigation of the returned sample. One of the sheath tabs was separated from the body; however, a portion of the sheath body was still present in the separated tab indicating the sheath body was molded into the tab correctly but the sheath body had torn during use. The separation points on the torn body contained stretched and jagged edges, indicating undue force caused the breakage. The sheath met all relevant dimensional requirements and a device history record review were performed with no relevant findings. Based on the appearance of the sample received, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the peel away sheath ripped on one side. The handle broke off while inserting. No patient issue reported.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the peel away sheath ripped on one side. The handle broke off while inserting. No patient issue reported.